Event description:
The device (bipolar insert cev634-1a 350mm mouiel) was returned to mxi for service and repair. There was no reported patient impact.

Manufacturer narrative:
(B)(4): analysis of the device (bipolar insert cev634-1a 350mm mouiel) indicated that the electrode was leaking. The coating was heavily damaged with burnt residues of tissues and blood. Note: this MDR is being filed as a result of an internal review of complaints from medtronic¿s mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. (B)(4).